Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases and white particles material was found on the shell. A weight test of the device was verified and the device was within specification. The gel was observed to be cloudy after the autoclave disinfecting process. Based on the device analysis the final assessment is no issues found related with the manufacturing. Additional, changed, and/or corrected data: b.5; d.6b; d.9; h.3; h.6.

Event description:
Device has been explanted.